Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a fall in august and fell right on their back side. They saw their healthcare provider (hcp) who checked everything and made sure the device was working properly. The patient started feeling excruciating pain on their tail bone and spine and thought their tail bone was fractured or broken. They saw orthopedic hcp who confirmed the tail bone is not broken or fractured but may be bruised. The patient described pain as a "bomb, like sitting on a boil." They inquired about material of the lead and this was reviewed. The patient reported they are allergic to any nickel alloy.  They also mentioned they do not feel stimulation like they used to. The patient will turn stimulation all the way up and barely feel it and is wondering if the lead moved. The patient was redirected to their hcp to further address the issue. The patient mentioned unrelated medical history which included that they are having a knee replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.